Manufacturer narrative:
D10 concomitant product: sigsbchgr - sig power sigsbchgr one -bay charger, serial# unknown h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. The handle was fully charged with the charger and the charger was able to fully charge other handle. It was reported that there was a handle error message showing exclamation mark which and handle inside the no symbol/red circle with line. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition not related to the reported condition: the event queue filling up. Analysis of the handle log noted an error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. This condition has a potential for patient harm. This condition would cause the handle to stop operation and impact the handle either extra operatively or intra operatively. The most likely cause for the additional condition was traced to software coding. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the handle was pulled out from the charger during the preparation stage, there was handle error message showing exclamation mark which and handle inside the no symbol/red circle with line. The handle was fully charged with the charger and the charger was able to fully charge other handle. Another handle was taken out to resolve the issue. There was no patient injury. Pli10: medtronic's initial evaluation of the incident is that evaluation revealed that there was an error for the system queue being full.